Event description:
The customer reported that a drug diversion by a pt may have occurred. Details of the event were reported as follows: the nurse went into the pt¿s room and found the pt and his girlfriend in bed and difficult to arouse. She noticed that the syringe of narcotic was missing from the pt¿s pca device, the door was closed, and the plunger was still intact. The opioid in the syringe was dilaudid with a concentration of 2 mg/ml and it is believed that 30 ml was taken. The pt and his girlfriend had clinical effects of being overly sedated but no medical intervention was required. The pt denied tampering with or taking the narcotic and reported that the pain level that had been at 10 during the entire hospital stay was now 0. The biomed stated that he reviewed the event log and noted the pca door was opened and closed many times for 1-3 seconds. Although the door to the pca did not appear damaged, he believes the pt was able to remove the syringe by forcing the bottom of the pca door open. The customer is requesting a log review and an evaluation of the door to ensure it is functioning properly. Although requested, no further pt or event details were provided.

Manufacturer narrative:
(B)(4). Only logs received, device receipt pending. The customer stated that the affected product will be returned although it has not been received yet. Event logs and data set have been received. A follow up report will be submitted once the evaluation has been completed.